Event description:
The following info was obtained from lifescan france. Pt called to report that their meter had been giving them inaccurately high bg readings which resulted in seeking medical attention. In 2002 before dinner pt took 6u of humalin and 2u of humalog. In the middle of the night, pt was having hypoglycemic symptoms. The pt did not test their bg or treat themselves during the night. In the morning of the following day pt woke up and did not have any symptoms and felt fine. At 6:59am spouse tested pt's bg and obtained a 70 mg/dl. Pt did not eat or take their insulin. A little bit later pt fell into a coma. Spouse tried to give the pt some orange juice, but was unable to do so. Spouse then called the paramedics. Paramedics arrived to the pt's home and obtained a bg of 38mg/dl. Spouse immediately tested pt on their meter and obtained a bg of 63 mg/dl. Paramedics treated pt with IV glucose. The pt was admitted in the hospital. The pt was in the hospital for a couple of hours and released in the early afternoon. At the hospital several bg tests were done; however, pt does not recall any of the readings. Crtl sol was done three times with subject lot # of test strips with the lfs rep and they all passed qc. Lfs rep is sending pt a new vial of test strips and crtl sol. Pt called back 4 days later to report that the pt strip lot # 1018650 was falling out of the range with the crtl sol (lot #1a2c10). This is the same test strips/ctrl the pt used the day of the incident. The pt obtained a 170 and 167 (106-143). The pt's tried with another vial of test strips (lot # unknown) and a 131 (111-130). The pt did the tests on the new vial of strips three times and they passed qc.